Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log and were found to be caused by low upstream sensor readings with a fluid filled set. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. It was also reported there was no patient involvement.